Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2022-03735; related manufacturer reference number 1627487-2022-03736. It was reported the patient did not recharge the ipg as recommended. In turn, the ipg became inoperable and patient lost therapy. As a result, surgery intervention was undertaken wherein the cervical ipg and leads were explanted and replaced. The leads were also repositioned for optimal coverage. Effective therapy was restored post operatively.